Manufacturer narrative:
The insulin pump alarmed critical pump error after battery installation. No blank display noted. Verified the insulin pump alarmed pump error 40 alarm (line number 1474 file number 26) in the insulin pump history download on october 03, 2021 10:11:00.000 due to moisture damage to the electrical board 1 and electrical board 2 board as per global logic analysis esf3926737. No pump error 27 listed in the history download. The device successfully downloaded to thump. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to the electrical board 1 board and electrical board 2 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation and verified the insulin pump alarmed pump error 40 alarm (line number 1474 file number 26) in the insulin pump history download on october 03, 2021 10:11:00.000 due to moisture damage to the electrical board 1 and electrical board 2 board as per global logic analysis esf3926737. No blank display noted. No pump error 27 listed in the history download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump had critical pump error alarm and it was not turning on. Customer reported other critical pump error alarm. Customer did not remember the insulin pump error number. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.